Event description:
It was reported that a malfunction alarm with code malf 12 occurred, and the pump could not be reset successfully after instructions from technical support. There was no reported impact to the customer¿s blood glucose level. Technical support provided assistance in resetting the pump and, upon failure, decided to replace it. The customer will use a backup therapy, mdi, to ensure insulin delivery is not interrupted and has been instructed to return the malfunctioning pump using a pre-paid label.